Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to fluid loss the patient had his inflatable penile prosthesis (ipp) removed and replaced. It was added that the site of the fluid loss is unknown. A new device consisting of a 12cmx12mm cylinders, pump and reservoir were implanted.